Event description:
It was reported by service report that the bed was leaning to the left side. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Results: bent frame. Conclusions code: bed not repairable, recommended be scrapped.